Event description:
The patient undergo an explant of femoral prosthesis caused by stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: product code (B)(4): parts were manufactured per specification and all raw materials met specification. Product code (B)(4): products were conform and met specification. For this batch, there was no deviation or failure investigation report. No further analysis was possible because the product were not returned. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.